Event description:
A customer reported restricted flow while using a y-type irrigation set, due to a malformation in the set. This event was observed during patient infusion, though no patient injury or medical intervention was reported to be in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reporter stated that the event had the potential to increase patient blood loss and necessitate increased amounts of anesthesia during surgery. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.